Event description:
It was reported by the edwards field clinical specialist that during a transfemoral tavr procedure the patient's native annulus was very calcified and the was some difficulty crossing the native annulus with the sapien valve. The valve appeared to be stuck on some calcification while crossing the annulus. The valve deployed in 60:40 aortic on the non-coronary cusp side and approximately 95:5 aortic on the left coronary cusp side. Post deployment assessment of the valve indicated a moderate + paravalvular leak. The surgical team elected to place a second valve, which was placed in 50:50 position without difficulty. The second valve resolved the paravalvular leak, and the patient was transfer to recovery in stable condition.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The edwards training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus and uneven distribution of calcium on the native valve. In addition, bulky or severe calcification, an elliptical annulus shape and valve under-sizing can also contribute to pvl in varying degrees. In this case, the cause of the paravalvular leak appears to be related to a combination of patient factors (severe native valve calcification) and procedural factors (slightly canted deployment of the valve-lower on the left coronary cusp). The canting of the valve is likely due to the severe calcification. The pvl was resolved with implantation of a second valve in a slightly more aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.